Event description:
The customer reported the unit is not reading or analyzing 12 leads. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit is not reading or analyzing 12 leads. There was no reported pt involvement. The philips repair bench evaluated the device and ECG cables and no trouble was found. The device passed all performance assurance testing and was returned to the customer. Because the problem could not be recreated the cause could not be determined.